Event description:
On 06-sep-2025, the user called for assistance with a full supply change, including a cartridge and steel 6 mm contact detach infusion set. The agent guided the user through replacing all components after the initial attempt showed no insulin drops. With new supplies, the user successfully completed the change and resumed insulin delivery. The highest blood glucose (bg) recorded was 290 mg/dl, trending down to 214 mg/dl by follow-up. Bg was corrected with a full supply change. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.